Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a54 5g , android os 14, app version 2.11.2.11107. The low glucose alarms were missing and therefore the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and was provided sweet juice for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software to establish bluetooth connection and isf (interstitial fluid) command was sent to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported missing glucose alarms with the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of samsung galaxy a54 5g is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. All pertinent information available to abbott diabetes care has been submitted..

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a54 5g phone with android operating system version 14. The low glucose alarms were missing and therefore the customer was not alerted of changes in glucose level. The customer experienced a loss of consciousness and was provided sweet juice for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.